Event description:
The customer reported that while trying to recall images, certain images were displayed on the thumbnails but those same images could not be recalled to be displayed on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the system's hard drive and reloaded the system software. The system was tested and found to be working as intended and put back in service.